Manufacturer narrative:
No information regarding the event was provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Investigation evaluation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'organ perforation, pulmonary embolism, pelvic pain, shooting pain '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported pain discomfort is directly related to the filter. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to post trauma. Patient alleges organ perforation, pulmonary embolism (pe). Patient further alleges pelvic pain, shooting pain down left leg.

Manufacturer narrative:
F10: patient code: pulmonary embolism (1498), listed in IFU organ(s), perforation of (1987), not listed in IFU; pain (1994), not listed in IFU. Device code: no code available (3191) [device perforation], not listed in IFU; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the renal veins." "The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "The anterior right strut penetrates 9 mm through the ivc wall." "The anterior left strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum." "The posterior right strut penetrates 16 mm through the ivc wall." "The posterior left strut penetrates 13 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), organ/vena cava (vc) perforation, pelvic pain, shooting pain. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported pelvic pain and shooting pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.